Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unknown, the women health product ifus are found to be adequate based on past reviews.

Event description:
Complaint number (B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.